Event description:
It was reported that the patient with this inflatable penile prosthesis presented in-clinic because the device was not working properly. A revision surgery was performed, and a crack was identified in the tubing connecting the left cylinder and the pump. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected and leak tested. Analysis identified a leak at the strain relief junction of the pump tubing due to fatigue. The pump could not be functionally tested as contamination was identified inside the pump. Analysis confirmed the reported clinical observation of the device not functioning properly and of the hole in the pump tubing.

Event description:
It was reported that the patient with the inflatable penile prosthesis presented in-clinic because the device was not working properly. A revision surgery was performed, and a crack was identified in the tubing connecting the left cylinder and the pump. The pump was explanted and replaced. No patient complications were reported.